Event description:
It was reported that the customer had a motor error alarm during priming on the insulin pump. The customer's blood glucose level was 155 mg/dl. The troubleshooting was performed. The customer was asked to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The patient was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.